Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. "There was a bone cement leakage; however, the patient did not have any effect from the leakage". X-rays were taken to confirm the event. Reportedly, the procedure was completed successfully. Patient's status is good. No further information was reported.

Manufacturer narrative:
Eval method:follow-up with company representative.